Event description:
It was reported that the device went to eri status after delivery of three shocks. Based on analysis results it was decided to report the event.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified.as a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status. The data showed an unexpected and prolonged charge time, which led to the automatic activation of the eri battery status.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached.next, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The inspection revealed that one high voltage capacitor was defective. The defect of that capacitor caused the prolonged charge time as mentioned in the complaint description.in conclusion, the clinical observation resulted from a random high voltage capacitor defect. The manufacturing records document a normal device production. It is therefore assumed, that the defect occurred after the device shipment, however the date of occurrence was not determinable.